Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 500 mg/dl,5000 mg/dl,378 mg/dl compared to readings of 200 mg/dl,190 mg/dl,124 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing difference in values to be clinically significant. The length of sensor wear was 8 days. There was no report of death, serious injury, or mistreatment associated with this event. Reference value 1: 200.00. Comparison reading 1: 500.00. % difference 1: 150.00. Peg zone 1: c. Outside of 20%? 1: yes. C, d, e zone? 1: yes. Reference value 2: 190.00. Comparison reading 2: 500.00. % difference 2: 163.16. Peg zone 2: c. Outside of 20%? 2: yes. C, d, e zone? 2: yes. Reference value 3: 124.00. Comparison reading 3: 378.00.